Event description:
The lay reporter (nurse) contacted lifescan (lfs) in 2007 alleging that there was a problem with the pt's "one touch ultra meter to read". A medical affairs specialist (mas) mailed a letter to the pt since the user could not be reached for further clinical info. The pt has had the meter for at least one year and test two times a day. The pt takes 20 units of insulin twice a day; however, the type of insulin was not provided. The reporter claims that the meter goes into the memory after she inserts a clean test strip into the meter. Every time she attempted to test, it goes directly into the memory and the meter does not show the code number. The pt went to the clinic that on day around 1:00pm because she felt sweaty. The pt attempted to test before and during the symptoms; however, was unsuccessful. Her blood glucose was 290 mg/dl on the healthcare professional meter and the pt was treated with insulin. Her blood glucose test was taken after taking the insulin; however, she does not recall the reading. No further clinical info was provided. It would have been helpful to know the type of insulin she takes, readings prior to the event and how long she has had an issue with the device. A quality control test was not done since the pt did not have any control solution. Customer care advocate (cca) had the reporter insert a clean test strip into the meter and the meter displayed code 8 and then shows the apply sample icon. Issue was resolved via troubleshooting. Cca sent the pt a replacement meter. Although the issue was resolved via troubleshooting, the complaint is being reported because the pt alleges she was unable to test on the meter, developed symptoms and was treated with insulin for blood glucose of 290 mg/dl.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.